Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event was due to the over torqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that stylet would not advance into the right ventricular (rv) lead. The lead was not used and replaced with new lead. Patient condition was stable.